Event description:
[Shockwave] patient's left main was shockwaved unable to get balloon in lad. Patient list pulse while on table unable to revive patient. Patient was covid positive. FDA safety report ID# (B)(4).